Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the foam was observed to have blocked the airpath. The device's air inlet path assembly needs to replaced to address the issue.

Manufacturer narrative:
In the previous submitted report incorrect serial number was provided. The serial number is corrected on this report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the foam was observed to have blocked the airpath. The device's air inlet path assembly needs to replaced to address the issue. In the previous submitted report incorrect coding was provided. The coding is corrected on this report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the foam was observed to have blocked the airpath. The device's air inlet path assembly needs to replaced to address the issue. The manufacturer's product investigation laboratory investigated the device. The trilogy inlet air path assembly was returned for investigation for foam failure. The product investigation lab was able to confirm the complaint about the loose foam. During a visual inspection of the device,  checked the trilogy inlet air path assembly for obvious defects and found the foam in the area of the blower inlet had pulled away from the adhesive. Adhesive residue could be felt on the foam (i.e., the underside was tackier than the topside). There was no evidence of loose foam particulates.